Event description:
White plastic handle of cone body impactor cracked. Another item was used instead and case completed as originally planned with no delay or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.